Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during prep and during the procedure, the copilot device would not stay connected to the syringe. When the tech turned the syringe on to the side port of the copilot and let go, the syringe would twist off and drop to the table. When connecting the side port to pressure tubing for injections a lot of force was needed to make sure pressure tubing would stay connected. The same device was used to complete the procedure. There were no adverse patient effects. No additional information was provided.